Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found. The analyst noted the set screw was found in the connector bore in the returned device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the device implant attempt the setscrew was unscrewed too far and the implanter could not get the setscrew back into position. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.